Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 days. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a positive blood culture for bacterial infection. The location of the infection was unknown. The infection was treated with unspecified medication. The cause of the infection was due to the complexity of medical management. Respiratory failure, wound dehiscence, and renal dysfunction were also reported. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported event could not be conclusively determined. Infection, respiratory failure, wound dehiscence, and renal dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.